Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated h6. Per medical records review, there is a prior valve-in-valve (viv) with a 26mm sapien 3 valve implanted in a 27mm st jude bioprosthetic surgical mitral valve. The s3 valve has thickened leaflets and mean gradient of 18.8 mmhg. No regurgitation was noted. After placement of a 23mm s3 and subsequent balloon dilation, there was no mitral regurgitation and the mitral mean gradient was 4.3 mmhg. A tte done on the following day reported: there is mild concentric hypertrophy present. The ejection fraction was 55-60 %. Systolic and diastolic flattening of the interventricular septum was observed, consistent with right ventricle pressure and volume overload. The right atrium volume was severely increased. There was evidence of severe pulmonary artery systolic pressure elevation. Mitral valve: there is a 23mm sapien 3 valve in a bioprosthetic mitral valve in a valve-in-valve-valve (viviv), with mean gradient 11 mmhg. Compared to study done 3 months prior, there had been an interval placement of a s3 viviv. The mitral gradients have improved and the pulmonary artery systolic pressures have decreased. Per the instructions for use, thickening of valve leaflets is a potential risk associated with bioprosthetic heart valves. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the reported mitral valve leaflet thickening and increased gradient cannot be determined, but it may have been related to progression of the patient's underlying disease processes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3 in a 27mm non-edwards surgical mitral valve, implanted for 4 years and 4 months, underwent a valve in valve procedure due to under expansion with a mean gradient of 14mmhg. As reported, a 23 sapien 3 ultra valve was implanted with good result. The patient left the or in stable condition.